Manufacturer narrative:
A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 01-JUL-2021 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT DRAWERS 9 AND 10 DID NOT OPEN. A TECHNICAL SUPPORT SPECIALIST (TSS) REMOTED IN AND FOUND THAT DRAWERS 09 AND 10 WHERE YELLOW IN POPULATE BUTTONS TRIED A HARD REBOOT BUT THE ISSUE PERSISTED. THEN A FIELD SERVICE ENGINEER (FSE) FOUND THAT THE MINI CONTROLLER BOARD HAD A SLIGHT BURN MARK AND REPLACED IT WITH A NEW BOARD TO RESOLVE THE ISSUE. THEN THE DRAWERS WERE CONFIGURED AND TESTED. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER REPAIRED THE DEVICE.

Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDBANK MINI DRAWERS 09 AND 10 WERE NOT OPENING. HOWEVER, THERE WERE NO DELAYS, ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Event description:
It was reported that when using the BD Pyxis¿ MedBank Mini drawers 09 and 10 were not opening. As per part investigation, it was determined that the root cause was thermal damage to component U501 on the PMC Pyxis Mini PCBA caused by an electrical failure. The damage disrupted communication and control signals, preventing the drawer from opening properly and resulting in system malfunction.However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, IMDRF Annex codes and Section B Describe Event or Problem and Section D Device Available for Eval, Returned to Manufacturer on.PART ANALYSIS:The reported condition of Drawer 09 and 10 not opening was confirmed by FSE and subsequently confirmed in the DCHU inspection process. According to Work Order (B)(4), The Field Service Engineer (FSE) reported that Drawer 9 and 10 would not open. The FSE inspected the unit and found that the mini controller board had a slight burn mark and replaced it with a new board to resolve the issue. Then the drawers were configured and tested with no issues observed. During DCHU Visual Inspection: PN (B)(4): The unit revealed thermal damage around component U501, with visible charring, discoloration, and burn residue on the PCBA. Thermal damage was also observed on adjacent resistors and capacitors surrounding U501. During DCHU testing: PN (B)(4): No testing was required due to evidence of thermal damage observed on component U501, as well as on the adjacent resistors and capacitors surrounding U501. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). ROOT CAUSE: The root cause was identified as thermal damage to component U501 on the PCBA PMC PYXIS MINI resulting from an electrical failure. This damage compromised communication and control signals, preventing the drawer from opening properly and leading to overall system malfunction.